Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient stated that prior to this event, the receiver shut off. No additional patient or event information is available.